Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within sepcification.

Event description:
Information was received that reported a pt was hospitalized in 2007 due to an incident of high blood glucose. Reportedly, the pt experienced blood glucose in excess of 500mg/dl. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.